Manufacturer narrative:
E1: reporter institution phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a speaker malfunction. It is unknown if the device produced sound at the time of the report. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Additional information was received that the device produced abnormal sound. As per the definition of non-reportable, a speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. Analysis was performed by a philips field service engineer (fse) which included an onsite evaluation. It was confirmed that at the time of the event there was abnormal sound coming from the unit and a speaker inoperative message present. The fse has replaced the faulty speaker assembly and mainboard. The unit passed both performance and verification testing and it returned to working specification. Based on the information available in the case and provided by the fse, the cause of the reported problem was confirmed to be the speaker assembly and the mainboard. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.